Event description:
It was reported that an insulation defect was observed. Lead had a lot of pressure between rib and the edge of the device. The lead was explanted.

Manufacturer narrative:
No medwatch form was received analysis found insulation abrasion.